Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: a review of the alarm history revealed one ¿call service (cs) 064¿ alarm on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were successfully performed on the pump with no ¿cs064¿ alarms or any errors, alarms or warnings (eaw). The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the motor flex/assembly. The reported ¿cs064¿ complaint was unable to be duplicated and the product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.